Manufacturer narrative:
The thunderbeat hand piece referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was lifted and separated which exposed the metal on the grasping section. There were charred marks noted on the grasping section (jaw) and the probe unit. This type of teflon pad damage is most likely due to operator¿s technique. The instructions for use stated ¿¿do not activate output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping sections during the seal & cut mode may result in premature wear and breakage¿.

Event description:
The user facility reported that the teflon pad on the device was damaged during an unspecified procedure. There was no patient injury reported. 2 of 2 reports.